Manufacturer narrative:
The event of "seroma-late" and "lymphoma-alcl-suspected" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported right side "50ml of yellow cloudy fluid was sent to the pathology lab" and patient was referred with "a positive alcl of the right side". Dates for events and histopathological markers have not been received. Manufacturer of the device is unknown. Device remains implanted.